Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. In addition, the customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was not known. Customer addressed low blood glucose by drinking ovaltine and consuming glucose tablets. The customer continued to use the pump for insulin therapy.